Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during cataract surgery, the fluidics function was intermittent. Additional information was received from the surgeon reporting the burst module wasn't working, resulting in an anterior chamber collapse. The procedure was completed but no further details were provided. Additional information has been requested.